Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during a pre-use checks a technical error occurred. There was no patient involvement. (B)(4).